Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1805801, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was shuttled down then when the shuttle was brought to the original position, while pulling back the sheath, the white compression tube did not expose itself. As a result the closure could not be completed. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The user did shuttled the vcd down completely. No resistance was met when shuttling down. No unusual force was applied when retracting the sheath. A 6 cm or less in size hematoma was noted. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not extended. Additional information indicated that the hematoma was noted when they noticed the compression tube did not present itself and they had to remove the device. The hematoma was ¿very small and not an issue¿.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) was shuttled down then when the shuttle was brought to the original position, while pulling back the sheath, the white compression tube did not expose itself. As a result, the closure could not be completed. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The user did shuttled the vcd down completely. No resistance was met when shuttling down. No unusual force was applied when retracting the sheath. A 6 cm or less in size hematoma was noted. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not extended. Additional information indicated that the hematoma was noted when they noticed the compression tube did not present itself and they had to remove the device. The hematoma was ¿very small and not an issue.¿ the device was not returned for analysis. A device history record (DHR) review of lot f1805801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, the event may have been caused by an incomplete engagement of the advancer tube during the procedure. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, and adequate sheath removal technique. Since the hematoma was noted during the attempt to deploy the sealant, it is likely that the tension applied to the device in order to maintain temporary hemostasis with the balloon may not have been maintained when it was noted that the advancer tube was not exposed. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.